Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, ten days post operatively, the patient found that the wound did not heal and came back to the hospital for treatment. The suture was diagnosed as poor absorption. The suture was removed.